Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was not possible to interrogate the implantable cardioverter defibrillator (ICD). Multiple attempts were made without success. The device remains implanted, yet inactive, and will not be replaced. No patient complications have been reported as a result of this event.